Event description:
Diagnostic imaging revealed insulation damage on the right ventricular (rv) lead. The lead was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise and low pacing impedance on the right ventricular (rv) lead were noted. Technical support recommended reprogramming which will be performed at the next follow-up. No intervention was performed at this time and the lead will continue to be monitored until reprogramming. The patient was stable with no adverse consequences.

Event description:
The lead parameters have been reprogrammed. The patient was stable with no adverse consequences.